Event description:
It was reported that a shaft break occurred. During preparation it was noted that the 2.25mm x 20mm emerge catheter was broken in half. The procedure was completed with another of the same device. No patient complications were reported.